Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is available.

Event description:
It was reported that during the device check, the remaining longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) was 15%. In (B)(6) 2020 it was 63%. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely and replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that during the device check, the remaining longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) was 15%. In march of 2020 it was 63%. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely and replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted, replaced, and returned for laboratory analysis.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is available. Patient code 3191 captures the reportable event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is available. The device is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during the device check, the remaining longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) was 15%. In march of 2020 it was 63%. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely and replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted, replaced, and returned for laboratory analysis.